Manufacturer narrative:
Concomitant medical products: product ID b3400060m lot# serial# (B)(4), implanted: (B)(6) 2022, explanted: product type extension product ID b3400060 lot# serial# (B)(4), implanted: (B)(6) 2022, explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedances on contact 8 were 5k ohms. The error message that the "configuration had not been verified and the system test connection test had not been successful" appeared every time. There were no external factors and the neurosurgeon removed the extension from the implantable neurostimulator (ins) several times and reconnected it, but the issue wasn't resolved.

Manufacturer narrative:
Continuation of d10: product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2022. Explanted: product type extension product ID b3400060, serial# (B)(6), implanted: (B)(6) 2022. Product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that this issue happened during the initial surgery and it was not an additional surgery. The cause of the impedance problem had not been determined and was noticed by the neurosurgeon before the wound closure. All connections were double-checked by disconnecting and reconnecting and no cause found. No further action was planned.